Event description:
Wound grossly infected after new generator was placed.

Event description:
Add'l info rec'd from MFR 11/20/00: the implantable cardioverter defibrillator (ICD), model 1742, and lead, model 125, were not returned for analysis. The medwatch form states the device and lead were removed for infection. Follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events. Guidant trends infections by sterile lot numbers to assess the integrity of each sterile lot. There have not been any other complaints of infection associated with the sterile lot for either the ICD or the lead. The ICD and lead were both implanted and removed. The system was implanted for a total of 50.8 months.